Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 6fr nitinol glidesheath slender kinked while the doctor was using it during the procedure. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter mechanical damage. Based on the information given, the exact root cause of the event cannot be determined, as the sample was not available for evaluation. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.